Event description:
It was reported that the user experienced a low blood glucose of 56 mg/dl while using the ilet and self-treated with fudge and milk, after which glucose rose to approximately 200 mg/dl and later returned to 85 mg/dl; coaching was provided regarding potential overcorrection of hypoglycemia. Symptoms included hypoglycemia without loss of consciousness, ketoacidosis, or other acute complications. Outcomes included transient low glucose outside target and self-recovery without medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education regarding hypoglycemia treatment and the effects of rapid-acting carbohydrates on subsequent glucose excursions. Investigation of this case revealed no device malfunction and suggested that user-initiated overcorrection likely contributed to the glucose fluctuation. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user overcorrection during hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.